Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an uncut area was noted at the inferior side of the bed cut. The flap was lifted, and a small buttonhole was observed in the left eye of the patient during refractive surgery. And the ablation has been performed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event. The device was successfully verified prior the day of event. Most recent onsite visit from field service engineer, field service engineer performed and signed service installation record. System meets specification as per service installation record. No on-site visit by a field service engineer was identified in relation to the reported issue. The review of logfile for the day of treatment shows all laser system functions were within specifications. The reported treatment could be identified in the logfile. The logfile shows that the beam control check was performed about ten minutes and two seconds before the start of the treatment and not immediately before the treatment. The surgeon missed vacuum one twice and vacuum two, thirteen times during the docking process/before the treatment. Suction ring and patient interface cone were docked three times on patient¿s eye because the surgeon has had difficulties reaching a valid suction one and two value. The logfile shows vacuum one time was around two minutes twenty-seven seconds., vacuum two time was around one minute forty-eight seconds., the duration of the docking process was around four minutes nine seconds. And the total treatment duration was around four minutes twenty-one seconds. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause could be identified during logfile review. The system was working within specification. No part is expected to be returned to company for evaluation. No root cause for the reported event could be determined, as the device was found to meet specifications. The manufacturer internal reference number is: (B)(4).